Event description:
The lay user/patient contacted lifescan alleging the meter displays error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have data corruption. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The pump was refilled and a bridge bolus was not done. The drug concentration had been 500 mcg/ml with 165 mcg/day; the type of drug was not reported. The pump was refilled with 2000 mcg/ml, but left programmed to 500 mcg/ml. The pt started having overdose symptoms and was admitted to hospital. As of (B)(6) 2010, the pt was still hospitalized and being monitored. The pt was starting to do better. He was more arousable and breathing on his own. Additional info has been requested, a follow-up report will be sent if additional info becomes available.